Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose and a received a button error alarm. The customer's blood glucose was 520 mg/dl at the time of incident. The customer stated that he was drinking when the button error alarm occurred. The customer stated that the insulin pump was in a baggy but was not exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.